Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery and the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.